Manufacturer narrative:
The device was not returned to olympus for inspection; however, the device was evaluated by an endoscopy support specialist (ess) and the customer reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: not perform the flushing of the auxiliary water as stated in the olympus reprocessing manual. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. Olympus expert staff has already conducted training on proper reprocessing for the user. The event can be prevented by following the instructions for use which state: preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not performing the auxiliary waster flushing step during reprocessing. No patient infections or injuries reported.